Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall in 2007 that a customer had a problem with a umbilical vessel catheter. The customer reported that the device was insitu for less than 3 days when it began leaking. The line was inserted approx two months later, began leaking three days later. An alternative umbilical vessel catheter was inserted. The pt required additional blood tests for monitoring purposes after the device was removed. The pt has recovered.